Manufacturer narrative:
Device evaluation: one device was returned for evaluation. It was confirmed that the anchor was broken. No specific details regarding site preparation and bone quality were provided. No root cause related to the manufacturer of the device can be established. (B)(4).

Event description:
During a shoulder arthroscopy, it was reported that thr 4.5mm twinfix ultra ha anchor broke intra-operative. All pieces of the anchor were removed from the patient and the procedure was completed by using another device.